Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms#: 617147. A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Both tamper seals were broken. Top case was found cracked by the right bottom corner. Force sensor and syringe clamp error found in pump event history log. The reported problem was duplicated during start up. The root cause of the reported issue was found to be the dowel pin falling out of the plunger head mount. Actions were taken to mitigate the reported issue: replaced plunger head mount and dowel pin.

Event description:
It was reported that the device was showing force sensor error and syringe clamp problem. No patient injury was reported.